Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was confirmed. Analysis was performed and they could not turn to the 3d mode from 2d mode because firewall was setup incorrect. They fixed the firewall and took 2d and 3d images on a known working system. A software issue was observed. Eval code method 10 is associated with this analysis eval code result 104 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis; however no findings were available on the date of filing. No evaluation codes listed apply to this component. Concomitant medical products: other relevant device(s) are: kit svc o2 bi71000520 comp mvs ser 4.0.1. A manufacturer representative went to the site to test the equipment. It was reported that the mobile view station (mvs) computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The evaluation codes listed apply to this testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the computer was stuck in a windows screen and showed a windows error on reboot. There was no patient present.

Manufacturer narrative:
The server was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was confirmed. The server would not boot an error window shows. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion 4307 is associated with this analysis if information is provided in the future, a supplemental report will be issued.